Event description:
It was reported through a company representative that a doctor complained that his handheld would freeze on the interrogation successful screen. Further information was received from the area representative indicating that troubleshooting resolved the event and the handheld was working fine.